Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staples did not form and the knife transected. Another device was used to finish the procedure. No patient injury was reported.